Event description:
It was reported that this pacemaker device was explanted due to high thresholds and high outputs. The physician couldn't interrogate the device. Boston scientific representative discussed with the physician to change out the device. Subsequently a new device was successfully implanted. No additional patient adverse effects were reported. This device is not expected to return for analysis.